Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd (B)(6) leaked. The following information was provided by the initial reporter: (B)(6) 2020, the nurse inspected the package before injecting the patient, and found that the package was leaking, and could not meet the sterile standard, so he replaced the syringe.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1907174. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As neither a picture sample nor the physical sample was available for return, a thorough sample investigation could not be completed.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: (B)(6) 2020, the nurse inspected the package before injecting the patient and found that the package was leaking and could not meet the sterile standard, so he replaced the syringe.